Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing, noise, and changes in amplitude morphology measurements. This therapy was reported to have caused discomfort. The patient was brought back in for product testing and noise could be reproduced with arm movements. X-ray imaging showed the can may have migrated from its original implant position. The s-ICD was reprogrammed in the interim and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient started to feel pectoral contractions near the tip of the electrode. During attempts to interrogate the s-ICD for further troubleshooting, the field was unable to establish telemetry with a programmer. A 60/60 magnet reset was also unsuccessful in establishing a connection with the s-ICD. The patient has been hospitalized, and a revision procedure is being planned. The s-ICD remains in service for now and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient was brought back in for product testing and noise could be reproduced with arm movements. X-ray imaging showed the can may have migrated from its original implant position. The s-ICD was reprogrammed in the interim and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing, noise, and changes in amplitude morphology measurements. This therapy was reported to have caused discomfort. The patient was brought back in for product testing and noise could be reproduced with arm movements. X-ray imaging showed the can may have migrated from its original implant position. The s-ICD was reprogrammed in the interim and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient started to feel pectoral contractions near the tip of the electrode. During attempts to interrogate the s-ICD for further troubleshooting, the field was unable to establish telemetry with a programmer. A 60/60 magnet reset was also unsuccessful in establishing a connection with the s-ICD. The patient has been hospitalized, and a revision procedure is being planned. The s-ICD remains in service for now and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing, noise, and changes in amplitude morphology measurements. This therapy was reported to have caused discomfort. The patient was brought back in for product testing and noise could be reproduced with arm movements. X-ray imaging showed the can may have migrated from its original implant position. The s-ICD was reprogrammed in the interim and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient started to feel pectoral contractions near the tip of the electrode. During attempts to interrogate the s-ICD for further troubleshooting, the field was unable to establish telemetry with a programmer. A 60/60 magnet reset was also unsuccessful in establishing a connection with the s-ICD. The patient has been hospitalized, and a revision procedure is being planned. The s-ICD remains in service for now and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.